Event description:
Customer reported that the alarm has power, but no sound when the sensor is detached. Also, when a new sensor is attached and pressure is off the pad the alarm will not sound. No other damage reported by the customer. This was discovered during set up so there was no pt incident or injury reported.

Manufacturer narrative:
Eval: results: eval of the returned product found the alarm was missing the battery door therefore it cannot be power on with batteries. The hold light is not visible. The posey label is torn down the middle. The alarm was tested with an alternate power supply. The alarm powers on but has no sound when weight is off the sensor or when the sensor is unplugged. Further testing of the alarm found that the speaker inside the unit was not working and when replaced the alarm sounds. Note: the instructions for use state: when accessing the battery compartment slide the battery door open and flip it up. Do not attempt to remove the battery door; it does not separate from alarm. (B)(4).